Event description:
Additional information received reported 19 days later that the battery did flip. After the coupling difficulty happened 3 times the patient purposely flipped her battery and immediately got 8 bars. When they came into the office the next day she could only get 2. They performed an x-ray and ¿sure enough it had flipped back.¿ the patient was an obesity research patient and weighed almost (B)(6). It was further reported two days later that the pocket revision had not occurred yet but the patient was doing fine and they were able to charge their battery. Additional information received reported the patient was not in continuous mode and the cause of the event was determined. The battery had flipped in their chest.

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer representative (rep) reported that the revision was on (B)(6) 2015. The patient was doing great since re-anchoring the implantable neurostimulator (ins). It was thought that the device flipped due to the amount of fat in the pocket and that the suture came loose. Refer to manufacturing report #3007566237-2015-01582 as the patient was previously unknown in that report. It was discovered that it was the same patient and event as in manufacturing report #3004209178-2014-20180; all further information will be reported through this report.

Event description:
It was reported that the patient was having a problem getting up to 8 bars on the charging unit when coupling and issues recharging. The patient was getting two coupling bars and on the day prior to the date of this report the patient was getting 8 consistently. Manufacturing representative provided patient education and best practices for coupling the charger to the implantable neurostimulator (ins). An antenna locate feature was tried and had not resulted in better coupling. The patient was getting 0 bars and the antenna locate was giving readings around 44. The implant was not tilted, it was parallel to the skin and the patient was right over it. The antenna was right against the patient¿s skin and she was not using the holster. Impedance testing was done. The patient had experienced a ¿transient tingling, electrical¿ sensation around the ins site when the charger telemetry head was placed over the ins. The feeling had persisted after the telemetry head was removed from the ins but had eventually faded away. The cause of the issue was not determined. The patient was alive with no injury. The sensation had not been uncomfortable but it had not been something that had normally happened, it had only occurred the one time while using the charging unit. It was unknown how the patient was do ing, the manufacturing representative had seen the patient on friday (B)(6) 2014. The patient¿s pocket was loose and they were concerned that the ins may have flipped since they were able to get good coupling. The patient was maintaining a charge and getting good therapy. No interventions or outcome were provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37651, serial# (B)(4); product type recharger product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3387s-40, lot# va0lq80, implanted: 2014 (B)(6); product type lead. (B)(4).